Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314trg implantable cardioverter defibrillator (ICD) 2011-(B)(6), product ID 507652 implantable pacing lead implanted: 2004-(B)(6), product ID 694765 implantable tachy lead implanted: 2004-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited intermittent capture at 8 volts. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.